Event description:
It was reported that a patient underwent a persistent atrial fibrillation ablation, and the patient experienced a stroke. After ablation, the patient was stable and was transported to the post op area. There, the patient exhibited signs of stroke. The patient was taken to imaging and magnetic resonance imaging (MRI) was performed which confirmed a stroke. The patient remained stable and was discharged the next day. No intervention was done. The patient fully recovered (no residual effects). The patient required extended hospitalization consisting of an overnight stay. There was no evidence of char or blood thrombus/clot during the procedure. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. Activated clotting time (act) before and during ablation was 357 (only one act). There was one transseptal puncture site performed. The sheath was exchanged once, and the catheters were exchanged two times. There were twenty-six (26) pulsed field ablation (pfa) applications were done, with four (4) applications on the left atrial (la) roof, twenty-two (22) applications for pulmonary vein isolation (pvi), radiofrequency (rf) applications to cavo tricuspid isthmus (cti). There were no excessive intracardiac microbubbles nor excessive impedance errors noted during the case. The patient did not have any anatomical abnormalities. A stroke was confirmed, and MRI and computed tomography (CT) scan were done. The findings from the MRI showed scattered areas of acute infarction in the bilateral watershed zones of the cerebral hemispheres/bilateral occipital lobe infarcts. It was noted that the patient does not have a previous history of stroke.

Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received which indicated that the irrigation rate was 4 (ml/min). It was also reported that the patient had persistent atrial fibrillation (psaf). The instructions for use (IFU) indicate this can increase risk. Pulmonary vein isolation (pvi) plus procedure, roof was ablated, IFU indicates this can increase risk. The thermocool smarttouch sf (stsf) was used in right atrium (ra) cavotricuspid isthmus (cti), in addition to varipulse. One case of insufficient movement, abl9-10, 171±22 ohm average impedance which appears to be in a normal range. The IFU indicates that stacking of ablations increases risk of injury. Note that some stacking was seen: three ablations in the right superior pulmonary vein (rspv) were performed with insufficient movement and in roughly the same orientation. Some veins received high doses of ablation: 8 to the left superior pulmonary vein (lspv) and 7 to the rspv, four is recommended as a baseline. Ensuring gap closure can reduce the total dosage required. Overall, the risk factors here involved: treating a psaf patient with a pvi+ approach with some stacking of ablation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation ablation, and the patient experienced a stroke. Additional information was received which indicated that ablation was done while in atrial fibrillation. Vizigo was used. Activated clotting time (act) was greater than 350 seconds. Pre clot screening was done with transesophageal echocardiogram (tee). Protamine (50 u) was given after ablation. (Concomitant product section was updated to include vizigo) an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. An investigation was performed by medical affairs, with the following summary: risk factors include: persistent af. Pvi+ (roof line ablations), and rf in cti. Stacking of ablation. It was confirmed that patient was treated for persistent afib (psaf). The safety and efficacy of the varipulse¿ catheter when used with a trupulse¿ generator has been determined in the admire and inspire trials in the treatment of subjects with symptomatic paroxysmal atrial fibrillation (paf). The safety and efficacy of their use in the treatment of other arrhythmias has not been established. It was confirmed that ablation was performed outside pulmonary veins (pvi+ procedure - roof was ablated). The use of the varipulse¿ ablation catheter for ablations beyond pulmonary vein isolation may be linked to the higher-than-anticipated incidence of peri-procedural stroke or transient ischemic attack (tia) . In 70% of the cases of stroke or tia reported to bwi world-wide, patients received ablations outside the pulmonary veins. The safety and effective use of this device outside of the pulmonary veins for the treatment of atrial fibrillation has not been clinically established and may increase the risk of patient injury. It was confirmed that three (3) ablations in the right superior pulmonary vein (rspv) were performed with insufficient movement and in roughly the same orientation. ¿stacking¿ may be linked to the higher-than-anticipated incidence of peri-procedural stroke or tia observed in the us external evaluation. At least 35% of the patients who suffered from peri-procedural stroke received stacked ablations. An internal corrective action is being followed to investigate neurovascular events with varipulse catheters. Importantly, the mechanism for an incidence of stroke is multi-factorial. The investigation also concluded that the risk of neurovascular events may increase if a high number of ablations, stacking of ablations and/or ablation outside of the pulmonary veins are delivered. The instructions for use (ifus) are instructions that provide detailed guidance on how to safely and effectively use a medical device. It is the physician¿s responsibility to review the patient¿s medical history and make the best-informed decision based on all available information. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 15-sep-2025, it was noted that the investigation finding code of usage problem identified (c23) and investigation conclusion code of cause traced to user (d11) were inadvertently reported on 3500a supplemental follow up report #2. Please consider these codes as removed. Therefore, h 6. Investigation conclusions and h 6. Investigation findings fields have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).